Manufacturer narrative:
Method - device not returned, f/u with rep.

Event description:
It was reported that a post market clinical study pt with cancer underwent kyphoplasty procedure on level t6. One day postoperatively, an x-ray revealed cement extravasation superior inferior to level t6. There were no pt complications. No add'l info was reported.